Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle and suture detached after a period of time. The patient was involved without injury. Surgery time was not extended by 30 mins or more.